Event description:
It was reported that on (B)(6) 2020, a PICC catheter was requested to be passed to the patient, but at the moment of the initiation of the procedure, in which it is done catheter filling to verify its permeability, it is observed that the catheter was punctured in the proximal area. The device was not used on the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak confirmed; however, the root cause(s) is unknown. Three photographs and one video of a per-q-cath PICC line was returned for evaluation. An initial visual observation of the photograph "" shows the catheter in question resting in an empty bard PICC tray. The unused excalibur introducer is lying next to it. The PICC still has the t-lock assembly attached and a red tag stating "warning-flush catheter prior to use." The PICC does not appear to have been inserted into the patient. There is no visible damage. An initial visual observation of the photograph shows what appear to be the same catheter as in the previous image. The shot is zoomed in on a portion of the catheter about midway down the catheter's length. The excalibur introducer is lying next to the catheter. No visible damage is observed. An initial observation of the photograph yields the same observations as the first image evaluated. An initial viewing of the video shows the catheter with a syringe attached to the t-lock extension set luer being flushed by the complainant. When pressure is applied to the syringe, fluid sprays out of the catheter at approximately the 0 cm mark. The video shows the leak spraying 10 times. While a hole/leak was clearly visible in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument damage, damage caused by the stylet, and over-pressurization. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recr1696 showed four other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr1696 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2020, a PICC catheter was requested to be passed to the patient, but at the moment of the initiation of the procedure, in which it is done catheter filling to verify its permeability, it is observed that the catheter was punctured in the proximal area. The device was not used on the patient.